Event description:
It was reported by the patient that the remote monitor would not power up, even trying multiple electrical outlets and ensuring that the connection was correct. A new power cord was ordered for the patient to try. This monitor does have prior successful transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis was performed and the alternating current adaptor was found to be out of electrical specification.

Event description:
It was further reported that the monitor has been returned.